Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the implant procedure, premature battery depletion was observed upon interrogation. The device was replaced. There was no patient involved.

Manufacturer narrative:
Additional information: the complaint of low battery voltage was not confirmed. The device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the reported error message. The device was located in (B)(4) and the local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity.